Event description:
It was reported that an unknown underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The hemostatic valve was detached. During procedure preparation when inserting the dilator into the sheath the detachment of the hemostatic valve in the hub. The issue was resolved by changing the sheath to another one. The hemostatic valve fell into the hub. The hemostatic valve was not broken but fell off in a twisted shape. The procedure was completed without patient's consequence. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 13-apr-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 16-may-2022, the product investigation was completed. It was reported that an unknown underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The hemostatic valve was detached. Device evaluation details: visual analysis revealed that the hemostatic valve was dislodged inside of the hub component. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. Due to the conditions of the hemostatic valve, an internal action was opened. A device history record evaluation was performed for the finished device 50000030 number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)